Event description:
Customer stated it sparked at the switch and burned her pajamas.

Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that the casing had been cracked which might have emitted sparks but no evidence of burn marks. At our request, the manufacturer of the switch has enacted several CAPA projects to improve the quality of the switch. The occurrence of the board component failure has dropped significantly in the past 12 months.